Event description:
When finishing up a laparoscopic cholecystectomy, the gall bladder was almost out when the harmonic scalpel began working intermittently. It would make its beeping sound then stop and started beeping again. We repositioned the handpiece on the cable connection. It still worked intermittently. Dr. Did not want new handpiece opened. Finished case with existing handpiece.====================== health professional's impression======================no adverse event.